Event description:
It was reported that the subject device had no image display and connector pins damaged. The issue occurred at service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated field: b5, d8, e4, h2, h3, h6, h11. Correction: e3. The device was returned to a third-party distributor for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a component failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.